Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room and was hospitalized for observation following a short syncopal episode. It was believed that the telemetry strip showed right atrial (ra) loss of capture (loc). No noise was able to be reproduced. The sensitivity was reprogrammed to 5 millivolts and the minute ventilation feature was programmed off. Boston scientific technical services (ts) was consulted and discussed that if there was oversensing of noise, an electrogram (egm) would likely be stored. Upon further review of the patient's data ts did observe noise from one month earlier, but noted it did not present as oversensing of the minute ventilation signal. Pacemaker mediated tachycardia (pmt) episodes from two months earlier were also seen. Ts discussed other programming options. At this time no further changes were made and the pacemaker and another manufacturer's ra lead remain in service.